Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer' nurse complains of "lo" results. Customer's nurse states that customer feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-200mg/dl fasting. Verified test strips expire 03/13/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:customer concerned with all results from memory of lo reference (B)(4) as customer has another true result meter giving her lo also. Customer refused replacements for this meter.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer's nurse complains of "lo"results. Customer's nurse states that customer feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-200mg/dl fasting. Verified test strips expire 03/13/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: customer concerned with all results from memory of lo reference ran# (B)(6) as customer has another true result meter giving her lo also. Customer refused replacements for this meter.